Event description:
Procedure type: kidney/adrenal grand. Reportedly, after inflating the balloon, it disengaged from the shaft. The procedure was completed with another device. Nothing fell into the patient cavity. No tissue damage. No patient injury was reported.